Event description:
The complainant reported a female patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported that, while the cp was being primed for insertion, the automated impella controller showed an impella defective alarm. The alarm would not clear, so a different cp was used successfully. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of pump not detected has been completed. The impella device was received for investigation. The root cause of the pump not detected alarm could not be determined as the failure mode did not reproduce. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12724: d3 manufacturer zip code, country, and fax number. D4 model number. E4 should have been left blank. G1 manufacturing site name and address. G2 report source: foreign was inadvertently selected. H.6 code 765 was reported incorrectly.